Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. A supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith efforts to obtain additional information are in progress. A supplemental report will be filed once the information is received.

Event description:
It was reported that the patient experienced stroke. During an atrial fibrillation procedure, a farawave 2.0 nav cath and faradrive steerable sheath were selected for use. From the very beginning, the catheter was difficult to manipulate. In the flower position, the splines were markedly forward-bending. A cobra-shaped configuration was also observed repeatedly. This occurred while working near the right inferior pulmonary vein (ripv). The procedure was completed using this device. Following the procedure, the patient reportedly experienced a stroke attributed to air ingress and was subsequently referred to neurology for additional tests. At the outset, the physician observed significant air trapped in the sheath and performed aspiration to clear it, which was successful. However, uncertainty remained regarding the valve's functionality. When physician encountered a catheter issue (cobra shape), it was prompting the physician to remove the catheter from the patient and manually readjust the splines. The physician noted that the patient had already suffered a degree of stroke prior to the procedure, though it is possible that the combined effects of the catheter malfunction and potential valve leakage contributed to the outcome.